Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had act button sticking and grinding noise during rewind. The customer¿s blood glucose was unknown. Customer stated that battery cap was chipped. Customer stated that insulin pump had battery life diminished. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with stripped coin slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).